Manufacturer narrative:
MDR 2517506-2020-00106 was filed on 19-mar-2020. MDR 2517506-2020-00105 was filed on 19-mar-2020 for the same event. Additional information (20-mar-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (tni) result on a dimension exl 200 system. A siemens customer service engineer was dispatched to the site. Hsc evaluated the information provided and the instrument data files. It was recommended that the sample probe be replaced and realigned. The customer has not experienced any discrepant tni results since replacement of the sample probe. No product problem was identified. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
MDR 2517506-2020-00105 was reported for the same event. The customer contacted the siemens customer care center (ccc) and reported discordant, falsely elevated cardiac troponin I (tni) patient results were obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on an alternate non-siemens instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.